Manufacturer narrative:
Analysis of the lead, lot #va16g2d, found the distal end bent. The lead was new out of the box. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_stylet_acc, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturer representative (rep) reported that she was in a case on (B)(6) 2016 with the healthcare provider (hcp). When they opened the lead kit, the #0 electrode was crushed and bent up to the side. No patient was involved with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.